Event description:
Device received with oos form noting over-sensing. Pt received multiple shocks. Unable to resolve over-sensing issues. Physician also believes device delivered therapy while magnet on device.